Event description:
The customer reported that the system would not boot up.

Manufacturer narrative:
(B) (4). The ge service rep found a failed surge suppressor board in the workstation. He replaced the surge suppressor board and verified proper table and x-ray operation. The sys operates as intended.